Manufacturer narrative:
Voluntary medwatch form #mw5067687. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the medex¿ mangum¿ micro fluid delivery system, the bonded hub was leaking. According to the report the leak was located at the hub that was closest to the intravenous syringe which contained a dopamine infusion. It was reported that lipids "and other ivf?" Had backed up into the syringe and was dripping from the hub. It was noted that the crevice under the syringe was full of fluid and a moderate amount of fluid was observed under the intravenous pump as well. According to the reporter, the device was patient use for hours prior to the observed event; however, the full length of time was unknown. No patient injury occurred and no medical intervention was required due to the reported event.